Manufacturer narrative:
(B)(4). Corrected sections: h-6 evaluation result codes and evaluation conclusion codes, h-10 . Investigation: h-6 evaluation result codes: corrected from "operational problem 114" to "no device problem found 213". H-6 evaluation conclusion codes: corrected from "known inherent risk of procedure 22" to "no problem detected 67". H-10 corrected investigation: the device was returned to the factory for evaluation on (B)(6) 2020.photographs were provided by the account. A photographic inspection was conducted. Signs of clinical use and heavy amounts of blood was observed on the delivery device, as well as on the loading device and aortic cutter. The seal was observed inside the delivery device with the seal extended outside the delivery tube in an open state. The white plunger and the blue slide lock of the delivery device was not observed in the photograph. The cutter was observed to be intact, with the blade extended. An investigation was conducted on (B)(6) 2020. Signs of clinical use and evidence of blood was observed on the delivery device and the seal indicating there was an attempt to introduce the seal into the aorta. The white plunger was fully depressed and the blue slide lock was dis-engaged. The seal was observed to be in fully open state. The seal and tension spring assembly was removed from the delivery device, no cracks or delamination was observed on the seal. No measurements were taken of the delivery device due to the presence of blood. The cutter was not returned for evaluation. Based on the photographic inspection and the device evaluation, the reported failure "activation problem" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), after aorta punching, during the use of the loading device, the tension spring was not properly extended, so the above product could not be used and the operation was completed. Finish the surgery after aorta clamping without using alternative products.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), after aorta punching, during the use of the loading device, the tension spring was not properly extended, so the above product could not be used and the operation was completed. Finish the surgery after aorta clamping without using alternative products.

Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory for evaluation on 08/28/2020.photographs were provided by the account. A photographic inspection was conducted. Signs of clinical use and heavy amounts of blood was observed on the delivery device, as well as on the loading device and aortic cutter. The seal was observed inside the delivery device with the seal extended outside the delivery tube in an open state. The white plunger and the blue slide lock of the delivery device was not observed in the photograph. The cutter was observed to be intact, with the blade extended. An investigation was conducted on 09/03/2020. Signs of clinical use and evidence of blood was observed on the delivery device and the seal indicating there was an attempt to introduce the seal into the aorta. The white plunger was fully depressed and the blue slide lock was dis-engaged. The seal was observed to be in fully open state. The seal and tension spring assembly was removed from the delivery device, no cracks or delamination was observed on the seal. No measurements were taken of the delivery device due to the presence of blood. The cutter was not returned for evaluation. Based on the photographic inspection and the device evaluation, the reported failure "activation problem" was confirmed.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), after aorta punching, during the use of the loading device, the tension spring was not properly extended, so the above product could not be used and the operation was completed. Finish the surgery after aorta clamping without using alternative products.